Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that therapy has never worked right. Patient went back to the doctor who attempted to straighten it up but did not resolve the issue. Patient has been peeing themselves a lot and just got out of the hospital yesterday because of a uti and has been in the hospital 3 times this year because of a uti. Patient had a catheter in them the whole time they were in the hospital and since they took the catheter out it is slight better. Patient wears diapers and pull ups every day. Patient has urinary incontinence at night and also when standing up. The doctor had patient try kegels and medication for their urinary incontinence and patient also noted they are overweight, and they know this is also part of the problem. The doctor has left practice so patient no longer has a managing physician. Reviewed how to use the programmer. Therapy was off. The patient did not realize it was off and did not know how long it had been off for. Patient requested assistance changing programs. Changed from program 3 to program 4 and patient increased amplitude until they felt stimulation sensation. Recommended patient monitor their symptoms. Reviewed role of patient services and recommended finding new managing physician for stim concerns.